Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed along the lead, the silicone was damaged on the top cover, and the electrode ground ring was migrated prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final.

Event description:
The recipient reportedly elected explant surgery due to personal reasons. The recipient's device was explanted. The recipient will not be reimplanted.